Event description:
It was reported that the tip of the ampoule covered with a protection sleeve broke when snapping the ampoule neck. As a result of that, the fragments of the glass commingled into the cement, so the surgeon used another device. Add'l clinical follow up with the customer indicated that the fragments of glass in the cement were observed in the mixing bowl. It was reported that the surgery was extended by four minutes to retrieve an alternative product. There was not harm to the pt or health care provider.

Manufacturer narrative:
The customer discarded the device; therefore, it was not returned to the MFR. A follow up medwatch will be submitted once the investigation is complete.